Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, full pads functionality testing with the returned multifunction cable and the test pads without duplicating the malfunction. The electrode pads used during the event were not available for evaluation. The device was recertified and returned to the customer. Investigation of the ECG leads view isolated an issue to the ECG connector. We suspect this is what the customer saw, but we cannot firmly establish. This would have not impacted the devices ability to deliver therapy. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device did not have ECG signal via attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.